Event description:
It was reported that about 10 months after the restoration was placed, the patient came in with concerns of tenderness around the implant at tooth site #29. The restorative screw had loosened in the patient's mouth. Removed the crown-abutment, re-seated it and re-torqued the screw to 30n*cm. The screw access was closed with a new bonded restoration.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided a3: patient sex unknown / not provided a4: weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided g4: PMA/510(k) number not available no device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.